Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a single patient sample processed on a vitros eci immunodiagnostics system. A definitive assignable cause for the event could not be determined. A vitros tropi es reagent and an instrument issue cannot be ruled out as potential contributing factors. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause could not be determined. The investigation is on-going.

Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result from a single patient sample processed on a vitros eciq immunodiagnostic system. Vitros tropi es result=0.281 vs. Expected < 0.012 ng/ml . A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was not reported from the laboratory as the customer reprocessed the sample after questioning one of the tropi es results obtained in duplicate for the patient sample. There was no allegation of patient harm as a result of this event. (B)(4).